Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Investigator visually inspected the pump and found error code 41100 on display during power up. The customer's stated problem was verified. Inspected the pump and found error code 41100. In the event log show numbers of times of error code occur around the time of the complaint. Further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. The microprocessor board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received that the a smiths medical cadd soolis vip pump gave error 41100. No adverse effects reported.